Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a central venous thrombosis (cvt) using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to make the first pass, the physician experienced resistance advancing the ace68 through the neuron max. Subsequently, the ace68 was retracted and the physician attempted to readvance the ace68 through the neuron max; however, resistance was encountered again and the physician kinked the distal end of the ace68. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.